Manufacturer narrative:
Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 190 mg/dl, and the meter bg reading was 122 mg/dl. Reportedly, a second cgm bg reading was 166 mg/dl, and the meter bg reading was 121 mg/dl. Reportedly, a third cgm bg reading was 105 mg/dl, and the meter bg reading was 205 mg/dl. Reportedly, a fourth cgm bg reading was 85 mg/dl, and the meter bg reading was unknown as the customer did not test. Reportedly, customer wore sensor longer than the recommended warranty time period. No additional patient or event information was available. A root cause could not be determined. Customer was instructed to replace or purchase a new sensor.